Event description:
Boston scientific received information that this device's battery depleted so quickly. This device was explanted due to normal battery depletion per medical records and a new device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis however has not yet been received. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, examination of the device memory confirmed that the device was operating near and fluctuating between two bin boundaries as the result of the auto capture feature.

Event description:
--